Event description:
The cable on the product stripped off and started to shock the user at night. User then taped the cable which any normal parent would do and the unit malfunctioned. It overheated and batteries leaked out at night causing the product to seriously harm the child using the product. Under normal circumstances, the product should have stopped working. Overheating and batery leaks are dangerous and child has suffered burn marks below the neck. Dates of use: (B)(6) 2016. Diagnosis or reason for use: child has primary nocturnal enuresis.